Event description:
It was reported that the device had broken/damaged with iui board issue. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, remedial action required, remedial action # annex a: a040502, a1801 annex g: g02017, g02005 annex b: b01 annex c: c0601, c07 annex d: d01, d15 correction: annex a: a0401 annex g: g07001 correction to remove the following codes in section h6 reported in error in the initial MDR: annex b: b21 annex c: c21 annex d: d16 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken/damaged with iui board issue. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.